Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an over infusion of dilaudid which was suspected to be related to a programming issue. The intended programming parameters were not provided. The patient required several doses of narcan; there was no lasting harm.

Manufacturer narrative:
The customer¿s report of a pca overinfusion was not confirmed. The intended dose and rate were not provided. The dataset in use at the time of the event was not provided so the profile and medications programmed could not be verified. The pcu event log showed that the pca module was programmed to infuse two different medication entries on (B)(6) 2016 between 11:07 am and 10:39 pm. At 11:07 pm a pca dose + continuous infusion of drugid 171 was programmed for a continuous dose of 2mg/hr (10ml/hr) and a pca dose of 2 mg (10ml) with a lockout of 30 minutes and a max limit of 6mg/1hr. Yes was selected in response to the guardrails warning ¿max limit exceeds guardrails limit of 4mg/1hr. Proceed?¿ this infusion ran from 11:07 am to 4:32 pm. There were 5 successful pca dose requests delivered, 1 request not delivered due to the lockout period, and 1 request not delivered due to the syringe being empty. At 5:39 pm the second medication was programmed to infuse a pca dose + continuous infusion of drugid 172 at a continuous dose of 2 mg/hr (1ml/hr) and a pca dose of 2 mg (1ml) with a lockout of 30 minutes. This infusion ran from 5:39 pm to 7:28 pm. There were 2 successful pca dose requests delivered during this period. At 9:32 pm a pca dose + continuous infusion of drugid 171 was programmed for a continuous dose of 2mg/hr (10ml/hr) and a pca dose of 2 mg (10ml) with a lockout of 30 minutes and a max limit of 6mg/1hr. Yes was selected in response to the guardrails warning ¿max limit exceeds guardrails limit of 4mg/1hr. Proceed?¿ this infusion ran from 9:32 pm to 10:39 pm. There was 1 successful pca dose request delivered during this period. At 10:39 pm, the device was channeled off and subsequently removed from the system. The total volume infused for both meds from 11:07 am to 10:39 pm was 118.729ml. The root cause of the reported overinfusion was not identified.